Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the information from the repair center, it is surmised that the reported event was attributed to corroded contact pins on the receptacle of the device causing failure of communication between the device and the endoscopes.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. Defect of the printed circuit board was noted. The reported event was caused by the defect. Corrosion and water ingress were noted. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, a communication error (b30) occurred.there was no report of patient injury associated with this event.